Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the upper buttocks, which is an off-label insertion site, on (B)(6) 2026. On (B)(6) 2026 at approximately 3:00 pm, the patient presented to the emergency department (ed) due to symptoms of hypoglycemia. Prior to arrival, the patient reported inaccurate cgm readings, with the cgm displaying 55 mg/dl while a fingerstick blood glucose (fsbg) check registered low without a numeric value. The patient did not take any corrective measures to raise blood glucose and did not insert a new sensor due to lack of available supplies. Reported symptoms before presentation included disorientation, weakness, and ¿ketones.¿ the patient drove himself to the hospital. Upon arrival, hospital staff attempted to obtain blood glucose readings but were reportedly unsuccessful. The patient stated that medications were administered during the emergency department (ed) visit but did not provide specific details regarding the medications given. At the time of the report, the patient was doing well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
H6 health effect - clinical code - correction to remove code 2364 elevated ketones/diabetic ketoacidosis from the initial MDR.

Event description:
Subsequent to the initial MDR, clarified information was provided on 05/11/2026. It was reported that the patient's symptoms during the event included confusion/disorientation and weakness. There was no ketones. No additional patient or event information is available.